Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has signs of damage from attempted use. The device was manufactured in 2019. A dimensional inspection could not confirm the stated failure mode. The device was found to be within specification. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include improper sizing or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during a thr procedure the r3 20 deg xlpe acet lnr 32mm x 48mm was loose after implanting the insert and it could not be firmly locked. A delay of less than 30 min was reported. S&n back up was available to complete the procedure. No injuries reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.